Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred on a receiver with a serial number of (B)(6). However, a receiver with a serial number of (B)(6) was returned for evaluation. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. A manual sound test was performed not performed due to the receiver not turning on and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and failed due to a broken internal usb ribbon. Pictures were taken. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.